Event description:
It was reported that the delta monitor alarmed, shut down, and subsequently would not complete the power on sequence to restore pt monitoring. There was no pt injury reported. (B)(4).

Manufacturer narrative:
When this complaint was received, it was deemed not reportable because the monitor will audibly alarm in the event of a shut-down to alert the user so that they may take the appropriate actions. However, draeger was made aware of a user facility report (ufr) and after further consideration, draeger is reporting this event. Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.